Manufacturer narrative:
The device was returned for analysis. The reported material rupture was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported material rupture. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow report will be submitted with all additional relevant information. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
It was reported that the procedure was performed to treat a moderately calcified and non-tortuous proximal left anterior descending de novo lesion that was 70% stenosed. Pre-dilatation was done with a 3.0x8mm nc trek balloon dilatation catheter at 15 atmospheres (atm) for 10 seconds followed by 8 atm for 6 seconds twice. The 3.50x38mm rx xience xpedition stent delivery system (sds) was advanced to the target lesion and when pressurized to 16 atm for 14 seconds, the balloon ruptured. The stent was deployed in the target lesion. Post-dilatation was done with 4.0x9mm non-abbott balloon at 16 atm for 14 seconds, at 20 atm for 9 seconds, then at 10 atm for 8 seconds. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.